Manufacturer narrative:
It was reported that the proximal part of the lead was explanted on (B)(6) 2023. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 25 february 2020 and 21 october 2020 showed the rv shock impedance trend curve with initial values at 60 ohms, before in the middle of september, the impedance abruptly rose onto ? 150 ohms and stayed there till the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that the proximal part of the lead was explanted on (B)(6) 2023. On 10-may-2023 evidence of fracture received in updated analysis. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 25 february 2020 and 21 october 2020 showed the rv shock impedance trend curve with initial values at 60 ohms, before in the middle of september, the impedance abruptly rose onto > 150 ohms and stayed there till the end of the recorded period. Based on the provided x-ray picture, a lead fracture was observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that the proximal part of the lead was explanted on (B)(6) 2023 evidence of fracture received in updated analysis. Upon receipt, the proximal fragment was received for analysis. The distal fragment was not returned. The analysis showed that the insulation was found abraded through 27 cm distal to the df1 connector pin. In this region the conductor cable leading to the rv shock was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the lead damage and provided x-ray images, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 25 february 2020 and 21 october 2020 showed the rv shock impedance trend curve with initial values at 60 ohms, before in the middle of september, the impedance abruptly rose to greater than or equal to 150 ohms and stayed there till the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 66 months, it was observed that the shock impedance was out of range too high. The physician will decide whether to remove or cap the lead.